Event description:
Patient was having peg tube placement. When surgeon was pulling guide wire which was held in place by grasper via endoscope, the wire pulled through the skin. Wire is designed not to be pulled through trocar, but came through. No injury to pt.